Event description:
The pt was implanted with a synchromed pump and catheter in 1998. The pt received intrathecal morphine for non-malignant pain. The pt began to experience increased pain and returned hcp for troubleshooting. The hcp performed an x-ray rotor test and found the motor had stopped. The pt underwent explantation of the synchromed pump in 2000. Another synchromed pump was implanted and the pt resumed intrathecal morphine therapy. The explanted pump was returned to the MFR analysis.